Event description:
It was reported that the neurologist¿s handheld device would freeze at the interrogation screen. The handheld device was returned to the manufacturer for analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications; however, this screen freeze event was previously investigated: the most probable cause is an anomaly in the interface between the microsoft provided software and the dell hardware which results in the operating system¿s inability to locate specific memory directories within the file system. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.